Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the internal breakout box cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for evaluation. Testing found that the foot switch port was not functionality when connected to a known operational navigation system. It was noted that all other ports were operational and returned a green status. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(4), ubd: 31-jan-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the footswitch for the navigation system was not operating. The footswitch in the software was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.